Manufacturer narrative:
Concomitant medical products: product ID 8709 serial# (B)(4), implanted: (B)(6) 2002 explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 22-feb-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 795.7 mcg/day) via an implanted pump for spinal pain. On (B)(6) 2020 it was reported that the patient¿s pump was replaced yesterday. During the procedure, the catheter was aspirated and primed and the medication that was left in the reservoir of the pump was transferred to the new pump. Today the patient was reporting tingling and high blood pressure. Additional information was received from an hcp via a company representative on (B)(6) 2020. During the pump replacement procedure on (B)(6) 2020 the catheter had aspirated successfully; however, after the procedure the patient experienced baclofen withdrawals. A catheter dye study was scheduled for (B)(6) 2020. The catheter access port (cap) was successfully accessed, but the practitioner was unable to aspirate the catheter. After the failed dye study, the patient was taken to surgery. A catheter kink and small hole in a portion of the catheter was noted. A catheter tear was further described. The faulty section of the catheter was removed. The entire pump segment of the catheter was replaced with new / shorter section. This resolved the catheter flow issues. Regarding environmental/external/patient factors that may have led or contributed to the issue, the surgery on (B)(6) 2020 was indicated. The hcp had discarded the explanted portion of catheter. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but were unknown or would not be made available.